Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I estradiol result on the alinity I processing module included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. The customer cleaned the pipettor probe, which resolved the issue. No additional discrepant patient results have been reported since the troubleshooting by the customer. Trending review did not identify any trends for the issue for the product. A review of the immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number (B)(6).

Event description:
The customer reported a falsely decreased alinity I estradiol result on a female patient undergoing ovulation induction. Results provided: 816.66 / >1000 / auto-dilution = 4173.5 pg/ml. Previous estradiol result on (B)(6) 2025 was 4100 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased alinity I estradiol result on a female patient undergoing ovulation induction. Results provided: 816.66 / >1000 / auto-dilution = 4173.5 pg/ml. Previous estradiol result on (B)(6) 2025 was 4100 pg/ml . No impact to patient management was reported.